Event description:
Customer reported difficulty in charging the pump, which was believed to have been caused by the tandem charging cable not functioning properly, although an alternate cable worked without issue. There was no adverse impact to the customer¿s blood glucose level as a result of the charging issue. To resolve the problem, the customer was informed to avoid using third-party charging supplies unless instructed for troubleshooting, and a replacement tandem charging cable was sent via two-day shipping, after which the pump began charging successfully.